Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she had just put in a new sensor, but her screen froze. Customer took out the battery and received a button error alarm. Customer stated that her blood glucose level could have been around 70 mg/dl. Customer has eaten something and feels okay. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm noted. However, the act button did not respond due to corroded keypad trace. No frozen screen during testing noted. It was unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to unresponsive button. Unit received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.